Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In logs, it was revealed that recurring error c34, recurring error c33 and errors 2 02, c83, 2 71, 20c, c82. During functional testing, the iesu displayed error code c34 at startup, and the logs shows codes c00, m0b, mb0 and m 31. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted other colorectal procedure, the customer contacted the technical support engineer (tse) for phone assistance during surgical setup to report a c33 "activation has been interrupted" error on the erbe. The customer stated that the erbe has already been power cycled and the foot pedals checked. The tse then instructed the customer to reseat the three rear connections and power cycle the unit again; the customer did this, but the error immediately returned. The tse advised the customer to press the recall button after which the customer reported that the error screen cleared and the system appeared to function normally, allowing the customer to proceed with case setup. Later it was reported that the customer contacted tse in middle of the procedure to report that the activation error had returned and was affecting both monopolar and bipolar energy delivery. The tse walked the customer through using monopolar energy on classic coagulation as a workaround. The customer then chose to stop using the robot for the remaining cases that day due to the recurring issue. The procedure was completing as planned with no reported injury.